Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Concomitant medical product- model: 5076-52, lead; implanted: (B)(6) 2006 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative the patients right ventricular (rv) lead displayed unstable thresholds. The patient was kept an extra day and testing was repeated with same results of high threshold but stable impedances and sensing. A lead revision procedure was completed and the lead remains in use. No patient complications have been reported as a result of this event.